Event description:
While inserting a 2.0 screw, the distal end of the flange broke off of the screw driver. Xray taken, negative for foreign body. Screw driver removed from service and given to materials coordinator. No harm to pt.